Manufacturer narrative:
Cine images were submitted for review by a physician proctor at edwards lifesciences. No echo or pre-op CT was provided: angiography showed: heavy calcium on ncc, calcium on ascending aorta distal to annulus. Ca+ in mitral leaflets, also distal to annulus. Bav performed, first inflation above the annulus. Second bav partially inflated within annulus. Tapered end of balloon within annulus. Subsequent images shows improved wire position, wire position changed. Not optimal valve to annulus co-axiality observed. From fluoro images, poor coaxial imaging noted. Three leaflets not aligned. Upon valve deployment. Center marker appears above plane of annulus (possibly too high). Valve landed in a canted position. 100% above ncc, 90:10 in lcc. Flex tip is grossly distal to second marker in aorta. Recommend flex tip pointing towards annulus. Stability to implant is compromised. Stored tension in guidewire against aorta likely pushing valve above annulus. Final image, left sinus rupture apparent with post deployment aortogram. Observations: the root cause could not be confirmed. The CT scan of annulus is needed for accurate assessment. The bav was not performed optimally. It is possible that co-axial imaging and wire position contributed to the event.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported ¿the aortic root/annulus rupture was caused by a calcification between left and non-coronary cusp.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during a 26mm sapien 3 valve implantation by tf approach, an annular rupture occurred, and the patient passed away. Although the bav was performed with a 23mm balloon without problems, the valve was implanted in a very high position (patient had a hypertrophic septum and there problems with the working view during the procedure). Some seconds after the implant ECG was altered and patient started suffering severe hypotension, until a complete arrest. Angiogram showed a massive aortic regurgitation (maybe due to lack of pressure) but no evidence of aortic root/annular rupture nor coronary occlusion. Therefore, CPR was started and massive doses of catecholamines injected. Tte showed evidence of pericardial tamponade and pericardiocentesis was performed, showing what appeared to be arterial blood, so apparently it was not originating in the right ventricle, even if the latter was partially collapsed on itself. The pericardial drainage had some effect on ventricular function but hemodynamics was still very poor and the hemoglobin quickly dropping down, so cardiac surgeons were alerted for an emergency sternotomy. Patient was transferred to or for a cpb, but surgeons were not able to repair what at this point appeared as an annular rupture and she deceased during the surgery. As per medical opinion, aortic root/annulus rupture caused by a calcification between left and non-coronary cusp was the root cause of the pericardial tamponade/death.